Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient age, gender and weight are unknown) the same day. During the procedure, the device failed to inflate. The procedure was completed successfully with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complaint sample was returned for evaluation and balloon was found to be torn longitudinally. The device history record for this lot was reviewed and no anomalies were noted. A search for similar complaints was completed and no other complaints were associated with this lot. The root cause of the complaint could not be determined definitively, however the most probable root cause is balloon burst due to contact with a sharp exterior source such as a calcified lesion.